Event description:
An altitude alarm was reported by the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to resume insulin delivery using the original cartridge after receiving tips from technical support to prevent future altitude alarms.